Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
Pod was received with cannula not deployed. Pod download data revealed that it completed first priming early, resulting in early completion of second priming without deploying needle. Rotational sensor data showed discontinuity in the open group of pulses, indicating rotational sensor malfunction which led to the early completion of first priming. During investigation, curly score marks (made by rotational sensor springs) were observed on the commutator cap along with the normally expected horizontal score marks. This finding indicated rotational sensor malfunction. No damages or defects were observed on rotational sensor springs and commutator cap that would contribute to rotational sensor malfunction.